Event description:
While performing the procedure the physician was using a rigid ureteroscope, and he felt it break. We opened a single use digital flexible ureteroscope and while using this scope again he commented that he felt it broke. It was pulled out of the patient and examined. The scrub tech asked the physician if a piece could have been left behind in the patient. He said if it did it would be too small to be seen.